Event description:
The 15 blade snapped in half when removing from handle. There was patient contact, but the blade snapped once the procedure was finished. There was no harm to patient.

Manufacturer narrative:
The 15 blade is a component contained within roi cps, llc convenience kit 880118, lot 90086.